Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an audio tone/vibration (audio tone issue) issue. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings: the audio tone was functioning appropriately and the sound tones were found to be loud enough. During evaluation, the sound was tested using the sound tester and was found to have good audio output. The returned battery cap was used for the investigation.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.